Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle hub separated from the device. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed the "safety cap and collar separated from the needle."

Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle hub separated from the device. This event occurred 2 times. The following information was provided by the initial reporter: the customer noticed the "safety cap and collar separated from the needle".